Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been received at the manufacturing site and the evaluation is in progress. Upon completion of the evaluation, a follow-up report will be submitted. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a fistulagram procedure of a left upper arm fistula, the doctor met resistance when trying to put the stent graft in place and then the stent graft would not deploy. When the device was removed, it appeared to bent on the end and the stent was out approximately 1 - 2 cms.